Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained hyperglycemia overnight after changing infusion supplies, with cgm readings above 400 mg/dl and a concurrent fingerstick value of 333 mg/dl, after which the infusion site was changed and a calibration value was entered into the ilet; the device problem and component could not be characterized due to insufficient information. Symptoms included hyperglycemia, nausea, and vomiting. Outcomes included unexpected medical intervention in the form of corrective actions for elevated glucose and following a ketone action plan. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to attribute the event to a specific device component or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.